Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a temperature alarm occurred while the pump was charging. Reportedly, the pump was not exposed to abnormal temperature conditions. Additionally, the usb cable melted into the usb charging port while being plugged into a power source. Reportedly, a metal piece from the usb cable was stuck in the usb charging port. Customer's blood glucose level was 297 mg/dl. The customer reverted to manual injections for insulin therapy.